Manufacturer narrative:
No motor error alarm or motor position encoder alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 274 mg/dl and 278 mg/dl. The customer reported that they had issues with insulin pump and received motor error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the insulin pump alarm history alarm contains both an motor position encoder error alarm and more than one motor error alarm within the last 30 days. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.